Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 3 mm x 6 mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue lp delivery system. During the procedure, the cable broke inside the patient while the piccolo prosthesis was partially unscrewed. The occluder got separated from the delivery cable before it was deployed. The clinical team was uncertain how this occurred. The devices were eventually retrieved with difficulty using snares. The procedure was completed using a replacement device. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.